Event description:
In 2009, the patient reported that for about 1 week she has had elevated blood glucose readings up to 500 mg/dl with her target range being 180-250 mg/dl. Symptoms are nausea and increased hunger and she corrects her readings by bolusing insulin via injection and her infusion device. She said her blood glucose typically elevates after she tries delivering a bolus via her device. She tried a bolus today but stated that "not one little bubble comes out." She said her device will go to the stop mode if it has not been used in a while. She was advised that no insulin is delivered when her device is in stop. She said she uses areas along her belly button for her infusion set sites and has scar tissue in that area. The risk of scar tissue on insulin absorption was reviewed with the patient. Her doctor adjusted 2 of her medications last month. She stated she believes her device is not delivering enough insulin as "nothing happens" when she boluses. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.